Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited high threshold. Chest x-ray was performed and revealed the lead had dislodged. The lead was repositioned and the lead was fine. The patient experienced no adverse consequences and was in stable condition.